Event description:
It was reported that the patient had been hospitalized for a few weeks. The patient was "restless & frantic" and had a high fever. The patient had sepsis. The hcp came to the hospital to check the pump and the pump was functioning normally. It was noted that the patient had had a spinal tap while hospitalized. Per the reporter, they were concerned that "they may have hit the catheter" during the spinal tap. At the refill, one month later, the hcp was unable to withdraw any drug. A volume discrepancy was noted with the actual reservoir volume being less than the expected reservoir volume; specific volumes were not provided. Following the refill session the patient experienced overdose symptoms including drowsiness and respiratory depression. Later that evening the patient reported that she "felt better" and stated she was "back to normal". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional information becomes available.